Event description:
It was reported that the right atrial (ra) lead dislodged and dropped into the ventricle which caused undersensing of the atrium and oversensing of the ventricle. The lead was revised and subsequently explanted. No patient complications have been reported as a result of this event.